Event description:
Internal tesing of flexilab 5.23 build 27 discovered that when entering a specimen type code in the function gui oe the system may incorrectly define the speciment type as "blood". This could result in quality assurance checks and flags for blood specimens being executed on both blood specimens and non-blood specimens alike. No pt harm related to this defect has been reported.